Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft perforation occurred. Vascular access was obtained via the radial artery. The target lesion was an in-stent restenosis of two layers of stent located in the mildly tortuous and mildly calcified left circumflex (lcx) artery. After several balloon catheters were used to prepare the vessel, a 3.00mm x 15mm nc emerge® balloon catheter was advanced for further dilatation. However, upon delivery of the device, blood was noted to be coming back into the hub of the device. Furthermore, the nurse also stated that the non-bsc guide wire seemed to be coming out at an incorrect part of the device. No patient complications were reported and the patient's status was stable.